Event description:
The customer reported that there were low kv errors when imaging large pts.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the gen driver signal amplitude correct level of 15vdc. The system was brought back into compliance.